Event description:
A discordant anti-thyroid peroxidase (ata) result was obtained on a patient sample on the immulite 2000 instrument during a lot-to-lot correlation. The initial result was not reported to the physician(s). The sample was rerun two times, and the rerun results were not clinically discordant. Results were not reported out because the sample was being run for a lot-to-lot correlation. There were no reports of patient intervention or adverse health consequences due to the discordant ata results.

Manufacturer narrative:
Additional information (6/18/13): the customer switched to a different anti-thyroid peroxidase reagent lot and did not obtain discordant results with the different reagent lot. The cause of the discordant, falsely elevated result on one patient sample is unknown.

Manufacturer narrative:
The cause of the discordant ata results is unknown. Siemens is investigating this issue.